Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was delivering a bolus without prompt. Customer reported that reservoir showed more insulin than what was in status screen. Customer stated that as a result, blood glucose went low and customer blanked out; customer does not know how low blood glucose dropped to. Customer treated with juice and glucose. Customer was not able to troubleshoot due to act button not responding. Customer was not able to see display screen due to being totally blind. Insulin pump was not replaced due to customer already having a new insulin pump. Customer was assisted with setting up insulin pump.